Event description:
It was reported in the acta obstrica e t gynecologica scandinavia 2002; 81: 72-77, that a hematoma was found outside the retropubic area following a sling procedure. The hematoma was punctured.